Event description:
It was reported that during a laparoscopic sigmoidectomy procedure, a part of the device came off and air leaked from the device. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The analysis results of the device found that the device was received with the duckbill out of position. One potential cause for the damage found may be the snagging of an instrument during insertion. However, an investigation has been initiated to address the potential root cause of the duckbill out of position issues. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.